Manufacturer narrative:
The patient reported experiencing peritonitis between 10 and 13 years ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Action taken with pd therapy at the time of the event was not reported. Patient recovery was not specified. No additional information is available.